Event description:
A report was received that there was malfunction of the patient¿s scs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Reason for explant was due to inadequate stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that there was malfunction of the patient¿s scs. The patient will undergo an explant procedure.

Event description:
A report was received that there was malfunction of the patient¿s scs. The patient will undergo an explant procedure.